Event description:
A company representative reported that a pt's caregiver indicated that the pt has been experiencing an increase in seizures since generator replacement surgery on (B)(6) 2012. The representative also reported that the pt's settings were at a rapid duty cycle prior to surgery, but since his settings are much lower. Therefore, it is likely that the pt's increased seizures are due to the lower vns settings. Attempts for additional info from the physician and medical records for product info have been unsuccessful to date.